Event description:
The patient developed a granuloma at the tip of the catheter which was confirmed by MRI. She had symptoms including trouble walking, falling, and not enough pain relief. The pump and catheter were removed. Medical records from 2009 stated the patient had a posterior intrathecal extramedullary mass of uncertain origin, schwannoma and ependymoma. Since removal the granuloma increased in size and was pressing on the patient's spinal cord, causing new symptoms and a great deal of pain. She had surgery scheduled for the following month to remove the mass but this was cancelled due to cellulitis in her right lower leg which had been ongoing for the past couple of years. It was stated that while the patient had the pump she was happy with it and it helped with her pain. Further information is being requested from the hcp.